Event description:
Boston scientific crm rec'd info that the pt with this right atrial (ra) lead underwent a lead revision procedure. During the procedure, the ra lead was severely twisted around the pulse generator (pg) due to a suspected case of twiddler's syndrome. The lead had dislodged. The physician had concerns about the terminal pin interface with the header of the pg, therefore, the lead was explanted. No adverse pt effects were reported. The lead is to be returned for analysis.